Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular pacing inhibition of approximately two seconds. Technical services (ts) advised pacing inhibition was due to oversensing of myopotential noise. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.